Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited a control unit air water cylinder and tube had foreign body. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.